Manufacturer narrative:
Correction to g2 report source. Added foreign. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the definitive root cause of the reported issue could not be determined. The user may be able to detect the suggested event by handling device in accordance with the following IFU - inspection of the endoscope. The user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU - using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope plastic distal end cover was burnt. There were no reports of patient involvement.